Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked anesthetic drug from the plunger during use. The following information was provided by the initial reporter: "syringes are leaking from plunger end. Customer is not sure which lot was used. Therefore she is informing about all of them - one lot number is 1803203 and the second one is unknown problem occured several times. Customer/logistic employee is not aware how many (if any patients) were involved. They don¿t have further info of lot, unfortunately. They are investigating if any samples are available. If any fluids were involved it would anesthesia drugs."

Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 309050 lot 1803203 to investigate for this record. A leakage through the plunger rod was observed. Bd could determine a damage in the plunger rod by the evaluation of the plunger with magnification. As a result, bd was able to verify the reported issue. After the evaluation of the received sample, we conclude that the cause of the problem could was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. DHR showed no indication of the alleged defect.

Event description:
It was reported that the bd discardit¿ ii syringe leaked anesthetic drug from the plunger during use. The following information was provided by the initial reporter: "syringes are leaking from plunger end. Customer is not sure which lot was used. Therefore she is informing about all of them - one lot number is 1803203 and the second one is unknown problem occured several times. Customer/logistic employee is not aware how many (if any patients) were involved. They don¿t have further info of lot, unfortunately. They are investigating if any samples are available. If any fluids were involved it would anesthesia drugs."